Event description:
The customer questioned results from 1 patient tested for ise potassium electrode (k), ise sodium electrode(na). Erroneous results were reported outside of the laboratory. The initial na result was 111 meq/l. The initial k result was 3.0 meq/l. These results were reported outside of the laboratory. The patient had a saline transfusion and a new sample was obtained. The na result from the 2nd sample was 139 meq/l and the k result from the 2nd sample was 4.0 meq/l. The physician complained that the original results were not reliable. The original sample was repeated and it is noted that the results were discrepant. The actual results were not provided. No adverse event occurred. The ise sodium electrode and ise chloride electrode lot numbers and expiration dates were not provided it was noted that there were fibrin clots in many sample tubes. The customer believes the erroneous results were caused by a clotted sample. The customer indicated that the ise tower is frequently clogged. The most likely root cause of the erroneous results is due to pre- analytic issues which cause sample clotting.

Manufacturer narrative:
This event occurred in (B)(6).

Manufacturer narrative:
A specific root cause could not be identified. Additional information for further investigation was requested but was not provided. The most likely root cause is due to a pre-analytic issue. An instrument problem was not identified.